Event description:
Additional information was received from a healthcare provider. It was reported that the patient had no complaints when they were seen (B)(6) 2021, and was doing well. They advised patient to move out of state, and had not been seen since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the ins was still not helping their bladder. Patient said they had an implant that was replaced on (B)(6) 2022 but the healthcare provider didn't put them to sleep and they could feel everything and they didn't get it right and it hurt so bad that the patient couldn't use it or stand it. They finally had an hcp replace their previous device and it didn't hurt when they turn it on and use it, but it hurt more in their rectum than in their bladder. Patient mentioned that they were up every hour overnight going to the bathroom and they can't even go anywhere because they have to find the bathroom all of a sudden. Patient had tried all of the programs with their current implant and had gone through all of them. Patient service specialist (pss) reviewed role of pss. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Patient said they called hcp and were told to call the manufacturer.